Manufacturer narrative:
Concomitant medical product: 5024m-58 lead implanted: (B)(6) 1994. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they "had an accident" and their right atrial (ra) lead was broken. The lead was capped and replaced. No patient complications have been reported as a result of this event.